Manufacturer narrative:
In response to FDA report number: mw5086045. Reason for reoperation: "replacement with 400cc implants". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported unknown side ¿one of the implants ruptured and leaked silicone into my body¿ and ¿the doctor put 600cc allergan implants in me (I asked for 400cc).¿ device was explanted.